Manufacturer narrative:
The field complaint of elective replacement (eri) not triggered was confirmed. The pacer was received in normal working conditions with battery voltage at eri levels. Eri alert had not triggered due to the variable trim being programmed lower. Electrical and mechanical analysis performed, indicated normal device functionality. The device image shows autocapture on. When automatic settings are programed, such as autocapture, the device output adjusts itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. The implant duration exceeds the projected longevity based on average monthly current indicating normal battery depletion.

Event description:
During remote follow-up, it was reported that the device reached its elective replacement indicator (eri). An eri transmission was not received by the physician. Device explant was anticipated to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
During remote follow-up, it was reported that the device reached its elective replacement indicator (eri). An eri transmission was not received by the physician. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.